Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation; therefore, the cause could not be determined. Review of complaint history for the reported smart cable serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an intubation of a coding patient using a glidescope core smart cable, the cable failed to detect the connected blade. The issue occurred in the middle of the procedure and resulted in an unspecified delay. The procedure was completed using a different blade and cable, which became available after an unspecified duration. No harm to the patient was reported.